Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was treated with an unspecified antibiotics intraperitoneally. It was not reported if the patient was hospitalized for the event. Action taken with pd therapy was not reported. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent, abdominal pain, and one episode of diarrhea. On the same day as onset, the patient began treatment for the peritonitis with intraperitoneal vancomycin (2.7 grams, ¿according to levels¿ [no further details were provided], frequency was not reported). One week later the treatment with vancomycin was discontinued. On the same day, the patient began treatment for the event with metronidazole (400 milligrams, oral, frequency was not reported). Eight days later, the treatment with metronidazole was discontinued. On an unreported date, the patient began treatment for the peritonitis with gentamicin (55 mg, single dose, route of administration was not reported). Approximately ten days after onset, the peritonitis was resolved and the patient was recovered from the event. Dianeal 1.5% 7 2.5% (dianeal dextrose concentrations reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of the event was unknown. Should additional relevant information become available, a supplemental report will be submitted.